Event description:
A malfunction was reported with no notable events occurring beforehand. There was no adverse impact to the customer's blood glucose level. The pump could not have its malfunction code reset, so technical support informed the customer about the need for a replacement. A replacement pump was dispatched, and the customer's shipping address was confirmed. There was no confirmation regarding the return of the problematic pump. The customer reverted to an alternate pump for insulin therapy.